Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: c1 pseudo-tumor procedure and technique: oc/c2 posterior fusion level implanted: c2 it was reported that intra-op, the tip of the guide wire was broken because it was reinserted by changing the insertion angle multiple times during the guide wire insertion. The insertion depth at the time of breaking was at c1/2 articular surface. Fragments of the guide wire remained in the lamina. The fragments were pulled out by a plier. The product came in contact with the patient. No fragment remains in the patient. Patient complications were unknown.